Event description:
It was reported that the pin form the tip assembly detached form the unit.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.